Event description:
It was reported that during a pph procedure, the device fired properly but the staples only deployed halfway. The surgeon removed the stapler and oversewed the staple line. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.